Event description:
Patient moved to or table and head section disconnected from the rest of the table. Patient's upper body fell to the floor. Patient complained of neck pain and was taken to the ed, where a CT scan did not show any fracture. Patient does continue to have neck pain. Investigation after the event revealed that the head and foot sections were not interchangeable, "bgl" none of the sections (hand, main table, or foot) was labeled to direct staff for proper orientation of the bed sections. Bed sections immediately labeled by salina regional health center clinical engineering staff. Hill-rom trumpf technician notified at (B)(6). Technician reported that sections were interchangeable. Field agent called to scheduled service and he also reported that the sections were interchangeable. Field agent arrived and was surprised to find that the head and foot sections were not interchangeable.